Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors (pusher was not pulled back to the markers before the inflation of the balloon) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards affiliates in germany, during a tavr implant using a 29mm sapien 3 valve via transfemoral approach, the valve was positioned between the markers before deployment. During rapid pacing step, the valve slipped off of the delivery system balloon while expanding it and was implanted in a 10/90 position. The valve was fully expanded, but a few minutes later, it was observed that valve embolized into the left ventricle outflow tract (lvot). The patient showed no symptoms during this procedure. The decision was made to convert the procedure to a surgery to implant a surgical valve; the thv valve was explanted and discarded. This procedure was successful, and patient was stable. The perceived root cause of the event was that the pusher was not pulled back to the markers before the inflation of the balloon.

Manufacturer narrative:
Correction to h6; type of investigation and investigation conclusion. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events were unable to be confirmed due to unavailability of medical record, nor applicable imagery provided. The presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the valve was positioned between the markers before deployment. In the rapid pacing step, the valve slipped off of the delivery system balloon while expanding it and was implanted in a 10/90 position. The valve was fully expanded, but a few minutes later, it was observed that it embolized into the lvot. The patient showed no symptoms during this procedure. Then, it was decided to convert the procedure to a surgery to implant a surgical valve; the thv valve was explanted and discarded. The perceived root cause of the event was that the pusher was not pulled back to the markers before the inflation of the balloon." In this case, the provided information indicated that the pusher was not pulled back to the markers before the inflation of the balloon. Per the IFU, it is indicated that "before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker", and to "pull back flex catheter so it is off the balloon during deployment". In this case, there was a low placement (too ventricular) of the valve as reported in this case (10:90). Therefore, due to the reported low thv placement, it is likely that the backflow forces acting on the thv during diastole overcame the strength of attachment between the valve structure and target site, resulting in valve migration and embolization into ventricle. Available information suggests that procedural factors (malpositioned thv, flex tip not retracted prior to deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.